Manufacturer narrative:
(B)(4). The customer returned part of a peel away sheath for investigation, with the wing separated from the sheath body. The returned sheath was separated along the score line, and the other half was not returned. Visual examination revealed that the sheath tab had separated from the body. The entire half of the sheath body was present, indicating the separated sheath tab was not properly secured to the top of the sheath body. A small amount of the blue score line was present in the sheath tab. A lab inventory peel-away sheath was peeled and the defect could not be reproduced. A device history record (DHR) review was performed with one relevant finding. A non-conformance was previously initiated for the same problem and lot number. The customer report of a sheath tab separating from the body was confirmed during the complaint investigation of the returned sample. Visual examination revealed that one sheath tab had separated from the sheath body. The entire half of the sheath body extrusion was present, indicating the separated tab was not properly secured to the top of the sheath body. A DHR review was performed with one relevant finding. The probable cause of this issue is manufacturing related. A non-conformance request has been generated to further investigate this issue.

Event description:
The customer reports that "at the moment of removal one of the wings detached from the introducer". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that "at the moment of removal one of the wings detached from the introducer". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.